Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.